Manufacturer narrative:
Patient's identification, age, medical history and weight are unknown. Implant date and explant date are unknown.

Event description:
Per complaint (B)(4), implant did not have primmary stability. There was no patient impact noted.

Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).